Manufacturer narrative:
On 8/28/2019, mentor received additional information indicating the patient also experienced capsular contracture, baker grade 2 on the right side post-operatively.

Manufacturer narrative:
Photo evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture of the sample was found ruptured. No other anomalies were noted.. In addition, the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary has been updated. Device evaluation summary: the device received and analyzed was the concomitant device (left). The right implant was not returned for analysis, only a picture was received. Upon visual inspection of the picture, the sample was found ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. An investigation of the information received was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary all mentor product is 100% inspected prior to release. The information provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value the patient's assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with mentor memorygel breast implant 525cc and experienced a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.